Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie did not receive one (1) unknown zimmer abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. D10. Concomitant medical products tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm lot 1291399. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was placed at tooth site 15 on a simultaneous sinus elevation. Healing abutment came loose; doctor tried to screw but did it too deep and implant perforated the sinus. Implant was removed out of the sinus; doctor tried to place a new implant but it did not achieve primary stability and was removed. Patient referred infection, swelling, bone loss and discomfort. This complaint refers to the healing abutment which was loosening.